Event description:
Report received from abbott international (abbott hong kong) that states "the automatic shutoff valve within the burette did not shut off properly after all the liquid had passed through the burette." The rptr states the set had been in use approximately 30 minutes via a peripheral line. Unknown what fluid was infusing via the burette. The rptr states the valve was free floating. No report of air entering the pt. No report of adverse pt effect. Additional patient info was requested, but no further info was available.